Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported the patient said, ¿I had enough of malfunction in pumps. I don¿t need any more to start malfunctioning. I¿m the one that goes through this when I have to get it replaced.¿ there were no symptoms reported. The medication in the pump at this time was not stated.